Event description:
Event description boston scientific, crm received information that this pacemaker was oversensing noise on the the right atrial (ra) and right ventricular (rv) channel of this pacing lead. The oversensing resulted in inhibition of pacing. This issue was reproducible with arm movements. The patient is pacer dependent; however, this issue resulted in no adverse patient effects. The pacemaker was reprogrammed to an output amplitude of 6 mv. The rv lead was later capped and abandoned surgically. A new rv lead was implanted and the pacemaker remains in service with this lead. No adverse patient effects were reported.